Event description:
This report represents a lawsuit filed by a single law firm against a medical practice, the hosp and co. The plaintfif and attorney had alleged permanent physical impairment (defined in 21 cfr part 803.3 as a serious injury) and disability, and pain, suffering and mental anguish in a pt who was implanted with the device during anterior cervical disectomy. Use of this device in anterior cervical disectomy procedure is not recommended by the MFR. The co has denied the allegations and does not believe that the complaint represents a reportable event. However, to ER on the side of caution, this report is being made.